Event description:
It was reported via repair work order that the foot section was stuck elevated. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Customer initially reported that the foot section was stuck in an elevated position. However, the bed could not be located to perform an evaluation. Customer to contact stryker if bed is located. Customer could not locate bed for evaluation.

Event description:
It was reported via repair work order that the foot section was stuck elevated. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.